Event description:
Information was received that during pre-testing of this smiths medical cadd legacy pump, the pump exhibited "no disposable, clamp tubing alarm. It was confirmed that the cassette was attached, but unable to stop the alarm and the pump also had crack in battery cover. Subsequently, the patient switched to backup pump. It was reported that no lapse in therapy or side effects due to pump malfunction and infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.